Event description:
It was reported that the customer was hospitalized due to hyperglycemia. Troubleshooting was performed and found that the insulin pump was programmed correctly. The insulin pump failed the initial prime test. However, after changing the infusion set, the insulin pump passed the prime and high pressure tests. It was found that the customer may not have rewound the insulin pump when she changed her infusion set. The proper priming technique was explained. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.